Manufacturer narrative:
Service was sent to the site. The fse (field service engineer) inspected the instrument and found that the 3 (three) way valve had malfunctioned and was resulting in air bubbles in the sample cup. The fse replaced the valve assembly p/n mu7683 to resolve the issue. The analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported low patient results with g flags on multiple analytes on their au480 clinical chemistry analyzer. The analyte information was not provided. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.